Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range shock impedance measurements on the non-boston scientific right ventricular (rv) lead. Upon review, it was noted that there were two outliers with normal measurements before, in between and since. The plan is continue monitor and the physician is aware about that, no further action at this time. Currently, this product remains in service and no adverse patient effects were reported.